Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. Current tracking indicates, no adverse trend for this lot for this event. The returned sample was visually inspected. A calibrated console representing the current software version was used to test the sample. The fms (fluidics management system) primed and tuned with the handpiece successfully. No message code, no fluid or air leaks on the cassette, and no cracks on the luers were found. No occlusion was found in all manifolds. The sample passed functionality. The root cause of the customer's complaint could not be established, since the returned sample met specifications. No contributing factors could be identified, that could cause the reported complaint. After an investigation of this complaint. It has been determined, that this sample functioned, per specifications. Therefore, no corrective action is required at this time. Current tracking indicates, no adverse trend for this lot for this event, as the product met specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a cassette did not fill with irrigation fluid during the phacoemulsification phase of the cataract surgery. The cassette pak was replaced with a new one and the surgery was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).